Event description:
A physician reported that ophthalmic handpiece excessively overheated during the procedure and subsequently stopped functioning properly, displaying a system message loose tip. Although the handpiece initially primed and tuned, it failed to deliver effective phacoemulsification power and generated abnormal heat, despite the phacoemulsification tip being fully tightened. The procedure type was unknown. The surgery was completed by replacing the handpiece with another one. There was no patient impact. Additional information has been requested but is not available at the time of this report. This report pertains to phacoemulsification handpiece.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.